Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
Reportable based on device analysis of the related burr completed on 24-july-2018. It was reported that the coil tip of the rotawire became stretched and unraveled. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal to middle left anterior descending artery. A 330cm rotawire and a rotablator burr was selected for use. After the rotawire was inserted and advanced in the microcatheter, when it was advanced to the peripheral, the ro marker at the wire tip seemed to have separated into two under fluoroscopy. It was then thought that the coil at the tip possible unraveled and stretched. The rotawire was then removed from the patient's body and was confirmed that the coil part of the rotawire tip became stretched. The procedure was then completed with another of the same rotawire. No patient complications reported. However, device analysis revealed a missing solder weld. The burr may have contributed to this.